Event description:
The patient called lfs and alleged the surestep original meter was giving an error 1 message. The pt did not obtain a reading on the reported meter and did not compare the color of the strip to the chart. No symptoms were reported at the time of the occurrence. A medical professional was contacted. The pt was unable/unwilling to state if any treatment was received. The customer care representative performed troubleshooting. After cleaning the meter the pt retested and error 2 was on the display. Based on the info supplied by the pt there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced and return is expected.